Event description:
It was reported that two weeks post-op, the closure top on the right side of l5 had migrated out of its screw and the left side at l5 was loose via imaging. A revision was performed where the right l4 screw was also found loose. Both screws on the right side of l4 and l5 were removed and replaced while only the closure top on the left of l5 was replaced. This is report three of six for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2023-00004 through 3012447612-2023-00009.

Manufacturer narrative:
Corrections to all fields. Additional information received identified that there were no allegations against this initially reported device. This device was reported in error.

Event description:
New information received: the closure top from right l4 did not loosen. There were no allegations against this device.